Event description:
Customer alleged 24 questionable results for troponin t on a cap calibration verification/linearity survey. Two results were found to be discrepant. Troponin t peer mean = 21.327 ng/ml allowable error: +/- 12.5% customer troponin t #1 = 29.10 ng/ml customer troponin t #2 = 29.30 ng/ml elecsys troponin t reagent lot #: 15441802 as these results were for cap survey samples, no patients were affected. Investigation is ongoing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the handpiece began leaking an oil substance during an orthopaedic procedure. The substance did not come into direct contact with the pt, so there was no pt injury. The site was irrigated as a precautionary measure, and the procedure was completed with another readily available device. There was no user injury or any other adverse consequences reported as a result of the event.

Manufacturer narrative:
An investigation was performed using retention troponin t (tnt) reagents from lots 15441802 (the lot mentioned in the customer's complaint) and lot 15591702. The investigation verified the customer's observation with lot 15441802 using biorad quality control material and with cap survey samples, but was unable to duplicate the customer's observation when patient samples or roche control materials were tested. The investigation concluded that a control matrix effect is most probably responsible for this issue.